Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Vessel tortuosity was noted. It was reported during the index procedure, ettf3636c70tj was inserted from the left femoral artery however the vessel was damaged at the site of the left external iliac artery. Vascular repair by laparotomy was performed. After the vessel was repaired, the stent graft was implanted as planned and the procedure completed. Per the physician the cause of the vessel damage was anatomy related due to severe tortuosity of the left external iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported vessel damage event could be appreciated to have occurred from the film provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiogram showing the vessel damage were not received for thorough analysis of the event. It is most likely that the event was anatomy related with the extremely tortuous iliac vessel anatomy related to the vascular damage sustained. B:5 additional information received; it was reported the access vessel damage occurred while inserting delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.